Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * were x-rays taken to locate the needle piece(s)? No. * was the needle piece(s) retrieved during the same procedure? Yes. * does a piece of the needle remain in the patient¿s tissue? No. * what tissue structure is it located? Size of the needle piece retained cute. Needle has been preserved for analysis * what measures were taken to retrieve the broken piece? The incision has been reopened. * if retained, what is the surgeon's opinion of consequences to the patient? No * was there any additional tissue damage as a result of searching for the needle piece? No * what is current condition of the patient? Good. * device returned follow up. Yes. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2022 and suture was used. During use on the patient there was a broken needle in the middle of the suture process. It was necessary to open a surgical breach to recover the wire-free part of the needle there were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/06/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H6 component code: g07002 - no device problem found. H3 evaluation: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. An opened box with packets of product was received. A visual inspection was performed on samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no anomalies, or breakage needle were observed during analysis. Functional test was performed, to needle by resistance and met the requirements. The device performed without any defect noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.